Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose level of 1089 mg/dl. The customer stated that she vomited and felt weak. The customer then stated that she did not receive any alarms but that the health care personnel had informed her the event was due to her not getting any insulin. The customer also stated that her battery cap is stripped and the insulin pump does not work because the battery does not stay in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.